Event description:
Caller reported a cartridge alarm on their insulin pump, specifically cartridge alarm 20. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, tandem's technical support confirmed cartridge changes and decided to replace the pump. The customer was provided instructions on how to store the current pump and return it. Additionally, the customer was informed they would receive a replacement pump with updated software and given guidance on using their g7 sensor with the new device. The caller also confirmed their shipping address, chose not to require a delivery signature, and was advised to use multiple daily injections (mdi) as backup insulin therapy.